Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cut. Opened and experienced the same issue. Tried a different power supply and cord and stated the same thing. No harm to patient, case delay while opening new kits. Finished procedure by bridging to get the vein out.

Manufacturer narrative:
Trackwise# (B)(4) updated section: orrected section: d10 - concomitant products. The device was returned to the factory for evaluation on 04/09/2025. An investigation was conducted on 04/09/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws. The heater wire was observed to be flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device did transect tissue four (4) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000465700 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a